Manufacturer narrative:
The sample has been returned to the manufacturer for evaluation. Results are expected soon.

Event description:
The cuff was detached from the catheter and left in the subcutaneous tissue on the catheter's removal. The indwelling period was 90 days.